Event description:
A caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer replaced the cartridge and resumed insulin delivery but was unable to troubleshoot the issue. The customer was advised to follow the app instructions when loading a cartridge and to call if the issue reoccurs. Follow-up is noted as needed.